Manufacturer narrative:
A supplemental report is being submitted to provide the related manufacturer report no. 2015691 2025 07008. Updated g3, g6, h2, h10, and h11.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from germany, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, after the valve exited the esheath+ within the abdominal aorta, it was observed that the valve had bent struts. The valve was retracted within the esheath+ and then removed as a unit without difficulties. A new kit was opened in replacement and the valve successfully implanted. The patient did not suffer any injury and was noted to be discharged in a good condition. It was also discovered tha the liner of the esheath+ was delaminated. Devices were discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated, and the following observations were noted: one valve strut bent outwards at the inflow side as well as calcifications and tortuosity noticed at the access vessels. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (high push force) likely contributed to the event as per provided information the frame damage was observed just after exiting the esheath tip. In addition, there was presence of calcification and tortuosity in the access vessel, which may have caused sub-optimal angles and non-coaxial alignment of the crimped valve and delivery system while advancing through the sheath which may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.